Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that there was an emergency trach change due to blown cuff. P8c trach was being used and showed 10cc volume during am mlt. Respiratory therapist reported hearing an audible leak and cuff was failing to maintain pressure upon assessment. Trach change completed according to policy and equipment was recovered and saved. Trach (p8c) cuff inflated and submerged in water. Bubbles were observed indicating air leak. The operator of the device was a health professional. The patient has no clinical signs, symptoms or conditions. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.